Event description:
The eswl equipment for lithotripsy stopped working after 712 shocks and could not be re-started. Two patients scheduled. During the one pt's treatment, the equipment shut down and would not re-start. It was inspected by vendor representatives who could not re-start the equipment. Therefore, one pt received a partial treatment and will need to be re-scheduled. The other pt opted for surgical intervention.